Event description:
It was reported during a da vinci-assisted hysterectomy surgical procedure, the fenestrated bipolar forceps (fbf) had a broken conductor wire. The site used a back-up instrument to resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken conductor wire at the grip-crimp location of the yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed. No functional test for energy activation could be performed due to the wire breakage. Additional observation, which was not reported and not related to the reported complaint, was that the instrument was found to have a broken bipolar yaw pulley. The broken piece was missing as a result of breakage. The size of missing piece is approximately 0.19¿ x 0.08¿.